Event description:
Report received that high impedance was observed on a patient's vns. The generator had been explanted due to battery depletion. Product analysis was later completed on it. A review of the data showed that impedance went from normal impedance to high impedance about one year before the suspected explant date. The rest of product analysis showed the generator performed according to all other specifications. No anomalies were seen. There was no indication that the lead was explanted at this generator replacement. No surgical intervention has apparently occurred with the lead. No additional relevant information has been obtained to date.